Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion alert. The battery of this device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Initially, data analysis could not be performed due to the device not being able to communicate with the communicator. Eventually, data was able to be provided, data analysis confirmed the battery appeared to be depleting more quickly than expected. This device was scheduled for a replacement procedure in the near future. No adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion alert. The battery of this device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Initially, data analysis could not be performed due to the device not being able to communicate with the communicator. Eventually, data was able to be provided, data analysis confirmed the battery appeared to be depleting more quickly than expected. This device was scheduled for a replacement procedure in the near future. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion alert. The battery of this device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Initially, data analysis could not be performed due to the device not being able to communicate with the communicator. Eventually, data was able to be provided, data analysis confirmed the battery appeared to be depleting more quickly than expected. This device was scheduled for a replacement procedure in the near future. No adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Additional information was added to the following fields: b1: adverse event/product problem; b2: outcome attributed to adverse event; b5: describe event or problem field; d6b: explant date; h1: type of reportable event; h6: impact codes.